Event description:
The patient lead was explanted due to pain below right breast. The patient is reportedly doing well.

Manufacturer narrative:
The explanted product was discarded by the medical facility and was not returned for evaluation. A review of the device history records for the lead was completed and no anomalies were noted. This is the final report.